Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: delamination, mold green and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified opening striated in the posterior consistent with use of a surgical tool, delamination in the plug strap disk shell and a sharp opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage. A sharp opening on plug strap disk shell due to an unidentified (tear) opening. Delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional additionally reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.